Event description:
It was observed during the device inspection, that the grasping forceps exhibited the jaws at the working end were completely broken off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, the damage was confirmed. However, the root cause could not be identified. It is likely that improper handling by the user led to the malfunction. Olympus will continue to monitor field performance for this device.